Event description:
Resident fired stapler, when fired device only closed partially. Proceeded to close handle and heard a cracking sound.======================manufacturer response for endo gia ultra universal stapler, endo gia ultra universal stapler (per site reporter).======================device was saved and will be returned to sales rep for reimbursement and diagnostic.